Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity (also reported as multiple reports) of paclitaxel sets under infused. The infusions were running "30 minutes to an hour" longer than expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: paclitaxel was running at the time of the infusions. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.